Event description:
It was reported that using a radial artery access approach during a procedure of the right coronary artery the balance middleweight (bmw) guide wire was positioned and using a 6 fr guide catheter the lesion was pre-dilatated with a 2.5 x 15 mm trek balloon dilatation catheter. The 2.75 x 23 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. During removal of the sds without any resistance noted, the stent implant interacted with the distal end of the guide catheter and the proximal portion of the stent was slightly deployed. The guide catheter, guide wire, and the xience pro sds were removed together as one system/unit. Outside the anatomy it was noted that the stent implant had dislodged and was not visible in the guide catheter nor on the guide wire. A new guide catheter and bmw guide wire were placed in the rca and the lesion was pre-dilatated using a 2.5 x 15 mm non-abbott bdc; a 2.75 x 15 mm xience xpedition stent was implanted successfully at 18 bar for 23 seconds. As the stent was not sufficiently apposed to the vessel wall, additional post-dilatation with a 3.5 x 15 mm non-abbott bdc was performed; the result looked good. Outside the anatomy the first 6 fr guide catheter was cut but the stent implant was not located. Contrast was injected into the second guide catheter which remained in the anatomy and the stent implant was located distal to the sheath in the arm. Using a snare device the stent was successfully removed from the anatomy and there was no reported adverse patient effect. The final patient outcome was good. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight. Guide cath: 6 fr jr4sh. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is; therefore, similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The loose stent could not be confirmed as the stent was dislodged from the balloon. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.